Event description:
It was reported "internal air leakage". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event, d4:UDI number, and d5: operator of device are unknown; no information has been provided to date. Device evaluation: one device was received for investigation. Visual inspection noted the device to be in good condition. Functional testing found the cycle led was not working, leak inside, "on o2 and o2+air failed imv texp act test", peep was over limit, and inspiratory pressure was over limit. The complaint was confirmed. Root cause was not established. Foreign material/contamination was listed as an analysis code. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Device will be scrapped and sent back to customer without repair.